Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported "rupture" and "exchange from textured to smooth devices due to the patients concern with the product". This record is for the left side. Device was explanted.

Manufacturer narrative:
Laboratory analysis summary: the device related to the reported events of rupture and anxiety-product/procedure was received on april 23, 2025, with lot number 2861742. Based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed an opening assessed as fold flaw opening. ¿ anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases, non-penetrating nicks and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "rupture" and "exchange from textured to smooth devices due to the patients concern with the product". This record is for the left side. Device was explanted.